Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis and subsequently passed away. The cause of the bacterial peritonitis was unknown. On the same day as peritonitis diagnosis, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unknown antibiotics (doses, frequencies, and routes were not reported). Three days after being admitted to the hospital, the patient stopped breathing and subsequently passed away. No further detail was provided regarding medical intervention for the event of ¿stopped breathing¿. It was not reported if the patient recovered from the peritonitis prior to death. Pd therapy was ongoing until the time of death. It was unknown if the patient was connected to the homechoice at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.